Manufacturer narrative:
The device ro 14 035 has been inspected for investigation purpose. The tests performed confirmed that the device was functional ant the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the arm collides with frame and a software crash has been detected. A surgery delay of 2 hours has been reported.